Event description:
No samples have been returned for testing. Batch history from final qc-release examined. Visual examination of a reference sample were performed. Reference sample needle tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question.

Event description:
In 2005 the pt experienced that the needle broke off during injection. Reportedly the pt was taken to the hosptial, however the needle could not be located. It is stated that the pt re-used the needle 16 times. The outcome of the event is reported as unknown.